Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix did not extend during pre-procedure testing. The lead was replaced with another one and the procedure was completed successfully.